Manufacturer narrative:
On (B)(6) 2024, the patient was undergoing a biopsy procedure for a 13 mm lesion in the left upper lobe when a pneumothorax was reported during the procedure. The use of the galaxy was aborted and the physician proceeded with a manual approach to complete the procedure. A chest tube was placed, the patient was admitted for an overnight stay and discharged the next day in good condition. The product was returned for investigation. The investigation identified for the camera graphics issue found that the scope was working as intended with no noticeable defects. The scope tension issue was also investigated and found that the scope articulates and relaxes in all directions with no tension warnings. The investigation concluded that the scope had no defects and is working as intended.

Event description:
On (B)(6) 2024, the patient was undergoing a biopsy procedure for a 13 mm lesion in the left upper lobe when a pneumothorax was reported during the procedure. The use of the galaxy was aborted and the physician proceeded with a manual approach to complete the procedure. A chest tube was placed, the patient was admitted for an overnight stay and discharged the next day in good condition. Information provided suggests that the use of the galaxy was not aborted due to the injury, but due to the limitations of the current scope would not reach the area the physician is targeting. The injury was attributed to the "shovel tip" design of the catheter while using the scope. During the procedure, they encountered issues with the camera graphics and scope tension. The product was returned for investigation. The product was reviewed for the camera graphics issue and found that they were working as intended with no noticeable defects. The scope tension issue was also investigated and investigation concluded that the scope articulates and relaxes in all directions, no tension warnings, and no hardware defects found. Although investigation findings concluded that injury was not caused by the galaxy system, the involvement of the galaxy system in this case led to the decision to report. The initial submission was made (B)(6) 2024, additional attempt made 28oct2024. Support from emdr helpdesk received a resubmission requested.